Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 23 colony forming units (cfus) of pseudomonas aeruginosa and enterobacter horinaechei. The device was retest on february 10, 2026 and test positive for 68 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.